Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the event description.

Event description:
This complaint is related to patient identifier: (B)(6).

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The device was attached to the usg-400/esg-400 ultrasonic generator/electrosurgical generator and a probe check was performed. The device did not pass the probe check. The distal end of the device was inspected under a microscope and found the probe tip was broken. The broken piece was not returned for evaluation. A visual inspection showed there was some tissue buildup. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. The broken probe possibly occurred due to contact with a surgical instrument or the non-insulated area of grasping section. The IFU (instruction for use) provides guidelines: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. The thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Event description:
It was reported to olympus that there was an out of box failure with two (2) thunderbeat 5 mm, 35 cm, front-actuated grips. The handpieces failed during a case. The devices were replaced with the same models and the procedure was completed. No patient harm was reported. This complaint is related to patient identifier: (B)(6).